Event description:
Low total beta-hcg results were observed on one quality control sample and three pt samples. The customer did report the low results, so there was no pt harm as a result of this event.